Manufacturer narrative:
Product event summary: the mapping catheter, (B)(4) with lot number 216466526, was returned and analyzed. The mapping catheter was visually inspected which indicated the pebax tubing was ribbed at three inches from the tip of the catheter. Mechanical verification indicated the steering worked as expected. In conclusion, the reported mapping catheter tip/loop damage was confirmed through testing. The mapping catheter failed the return product inspection due to the ribbed pebax tubing, indicating that the tip/loop was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the surface of the mapping catheter loop was found damaged. The mapping catheter was replaced with resolve. There was no patient involvement.